Manufacturer narrative:
The affected device has been requested by the manufacturer. The device has not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the customer connected the blade and performed the intubation successfully. However, when the blade was removed, the light started turning on and off intermittently. No negative impact in state of health reported.